Manufacturer narrative:
Corrected data: h4 - device manufacturer date; device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (returned to rrc on 2022-11-10). The evaluation/investigation at the rrc confirmed the occurrence of the reported image failure and traced it back to a defective r-unit and cable assembly. Thus, the reported incident was attributed to component failure. In addition, a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The video telescope was returned to olympus for repair with the customer description "bad image". During inspection the image was found to be discolored. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.